Event description:
It was reported that the patient had massive bleeding in their tracheostomy. Blood was transfused with packed red blood cells. The patient received no drug treatment and the patient's anticoagulant treatment at the time of the event was warfarin and heparin. The patient's international normalized ratio was 1.5, activated partial thromboplastin clotting time was 40 seconds, and platelet count was 332,000/l. The cause of the bleeding was due to the complexity of medical management. Due to the bleeding, the patient was cannulated and hemostasis was performed by cauterization.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not conclusively be established through this evaluation. The patient remained ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4), until they experienced further bleeding related issues on 13nov2021 (MFR# 2916596-2021-07801). No product was available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.